Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination of the returned device the delivery system balloon was noted to be torn at the ic bond.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the first delivery system and valve were wasted due to a hole in the delivery balloon. The hole was noticed when the team attempted to deploy the valve. The delivery balloon did not inflate. They believe the hole in the balloon occurred when the delivery system with valve got hung up in the aorta. Blood was seen in the syringe, but a hole was not visualized on the balloon. There wasn't any visible damage to the balloon shaft. The device will be returned for evaluation. The rest of the case went as planned with a successful deployment of a 29 mm sapien 3 valve in a native aortic annulus.

Manufacturer narrative:
Update to h3, h6 (type of investigation, investigation findings, investigation conclusions), and h10 to reflect device evaluation. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the loader cap was on the flex shaft, the thv was crimped on the inflation balloon, and a balloon tear at the inflation/crimp balloon bond. Imaging was provided and revealed tortuosity in the access vasculature and abdominal aorta. Functional testing was unable to be performed due to the nature of the complaint. Dimensional testing was performed for the double-wall thickness of the crimp balloon and was within specification. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system IFU, commander with s3 and esheath + device preparation manual and the commander with s3 and esheath+ procedural training manual was reviewed for guidance and instructions. The procedural manual provides guidance for balloon burst. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. There were no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed by the status of the returned device. However, the presence of a manufacturing non-conformance was unable to be determined. A review of the complaint history, DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the hole was noticed when the team attempted to deploy the valve. The delivery balloon did not inflate.' Evaluation of the device confirmed a tear at the inflation/crimp balloon bond. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. While it was not mentioned, it is possible that valve alignment was performed in a non-straight section of anatomy, as observed in provided the imaging. The procedural training manual states to perform valve alignment in straight section of the vasculature. If alignment is performed in a non-straight section of anatomy, this can lead to the balloon tear at the inflation/crimp balloon bond as observed during product evaluation of returned device. In this case, available information provided from the complaint description and the pra suggests that patient (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the complaint events. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.